Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during device changeout this pacemaker and left ventricular (lv) and right ventricular (rv) leads exhibited pacing inhibition when the device was taken out of the pocket. Pacing resumed when it was placed back inside the pocket. The device was used in off-label biventricular pacing with the lv lead plugged into the right atrial (ra) port of the device. Boston scientific technical services (ts) discussed that sensing was programmed in the unipolar configuration and would have oversensed when the device was taken out of the pocket. There was no documentation why the sensing configuration was changed. The patient is pacer dependent and it was reported that pacing inhibition resulted in greater than 2 seconds of asystole. The lv lead was disconnected from the device and connected to a pacing system analyzer (psa) to provide pacing while switching to the new device. The new device was implanted successfully. The lv and rv leads remain in service. No adverse patient effects were reported.